Event description:
It was reported that following the implantation of an elevate posterior graft the patient experienced moderate worsening constipation. The patient "developed increase in need to splint for defecation." The event is considered not recovered/not resolved (continuing) a vaginal mesh revision surgery is scheduled for (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated "no use of medication to prevent constipation" and the resolved/recovered with no sequelae date is (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the revision surgery included "perineorraphy, mesh reattachment distal edge." The patient was instructed to continue over the counter medication to "avoid constipation" and the event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated tthat he patient underwent a revision surgery on (B)(6) 2015. The location of the mesh revision was the posterior vaginal wall. There were no further patient complications reported as a result of this event.